Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after missing a dinner meal announcement and consuming additional unannounced food, with blood glucose rising to a peak of 357 mg/dl and remaining elevated for approximately 3 to 4 hours; ketone testing was negative and a full supply change was performed, after which glucose trended down to 228 mg/dl. Symptoms included feeling unwell without nausea or disorientation, and there was no diabetic ketoacidosis. Outcomes included transient elevated glucose requiring troubleshooting and education, without medical intervention or use of backup therapy. Investigation included customer support-guided assessment and device troubleshooting. Investigation of this case revealed user-related factors associated with missed meal announcement leading to hyperglycemia. It was concluded that the device functioned as intended and the event was attributable to use-related factors.